Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history review (DHR) was reviewed, and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and (B)(6) 2025 has been used as a placeholder. D4, g4: model number is a similar device to model ch2000. This product was used for the product code, and 501k. E1- email: (B)(6). The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
The event occurred on an unspecified date and involved spinning spiros® closed male luer, red cap that experienced leakage during use. The customer reported liquid leakage at the spiros cap when used with the cassette tube. When the device was plugged into the IV line of the IV tubing cassette (on the secondary line) and the pump was turned on, the air presence alarm sounded on the pump, the liquid leaked from the spiros cap, and it became impossible to restart the pump without manually creating a vacuum to eliminate air. There was patient involvement but harm was not reported as a consequence of the event